Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead dislodged. The lead was repositioned. Three months later high capture threshold and lead dislodgement were observed. When repositioning was unsuccessful the lead was explanted and replaced. There were no complications for the patient.